Event description:
Vascular stapler misfired. This was a possible defective cartridge or stapler device. Possible defective cartridge or stapler device. Md was required to manually oversew the pulmonary vein while it was bleeding profusely.